Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: being concerned of the age of the implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast reconstruction with two unspecified mentor smooth saline breast implants and became concerned of the age of her implants. The patient¿s devices were implanted about 20 years ago. As a result, the patient underwent removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: 3505320bc, left serial #: (B)(4), right catalog #:3505350bc, right serial #: (B)(4)) on (B)(6) 2020. The implantation was estimated as (B)(6) 2000 based on available information. This report is for the left-sided prosthesis.